Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
Event site postal code - (B)(6). Event site city -(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that on (B)(6) 2024 the patient presented with acute myocardial infarction (ami) and had stenosis in the proximal part of the left anterior descending artery (lad). Cardiopulmonary resuscitation (CPR) was performed. The intra-aortic balloon (iab) was then inserted and the patient's condition stabilized. The patient had a stent placed. On the morning of (B)(6) 2024, the console generated a leak alarm and blood was found in the extender tubing. After two days of therapy, the iab was removed as therapy was completed and the patient was in stable condition. After removal, the balloon was checked but no obvious holes were found. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cs300 intra-aortic balloon pump (iabp) under mfg report number 2249723-2024-00898.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and a leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.076cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).